Event description:
It was reported that the right atrial (ra) lead was surgically abandoned due to unknown product performance issue and after being implanted for nearly four years. Additional information received which indicated that the lead exhibited a placement difficulty. This lead was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.